Event description:
It was reported that the primary reason the patient discontinued usage was that they had discomfort and/or pain associated with the treatment. Additional information received reported that the patient had a 7 day (B)(6) starting on (B)(6) 2010 and the healthcare provider (hcp) was new to the procedure and the manufacturer representative was providing on the job training to the hcp. The patient did not believe that the hcp had any previous training in how to implant. It was noted that the patient¿s (B)(4) was not effective and they did not notice any reduction in symptoms. When the patient went to have the (B)(4)removed, the manufacturer representative was no there and a nurse tried to remove the lead which caused pain and discomfort. It was stated that when the nurse called the hcp to come in, they removed the lead and said they may have placed the lead too close to the nerve and that was why it hurt to take it out and the patient had an infection at the lead site. Antibiotics were given to the patient and the infection resolved. It was reported that there was not a 50 percent or greater symptom reduction and the device did not work for the patient. The lead was the component involved in the issue and the nurse did not know what they were doing when they tried to remove the lead. The hcp came in and noticed the lead site looked infected and the infection resolved after the patient was put on a course of antibiotics. It was noted that the cause was that the hcp didn¿t know how to implant well enough and the lead was not placed correctly as well as the infection at the lead site. The event was device related. It was stated that the patient was doing fine now and had recovered. The system was not still implanted as it was a (B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2010, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2010, product type lead. (B)(4).